Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40-50 mg/dl. Reportedly, the customer was initiating override bolus and made setting changes which decreased their bg level. Customer ate a cracker to address the bg level. Tandem technical support performed a full pump system check and verified that the pump was functioning appropriately. No additional information was provided.